Event description:
Revision surgery - the patient experienced a twisting injury. Over the past few months, the patient had noticed an increasing pain in right hip groin and posterior capsular area. She subsequently had difficulty with abduction of her right hip and had difficulty walking due to a trendelenburg gait pattern.

Manufacturer narrative:
The reason for this revision surgery was trauma after 14 years and three months in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed this is the 2nd complaint against this part number with similar failure mode "tuauma". This is the first complaint reported for the incident lot number 526601. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. It was reported the patient had a twisting injury. She subsequently had difficulty with abduction of her right hip. She also had difficulty walking due to trendelenburg gait pattern. There are no indications of a product or process issue affecting implant safety or effectiveness.